Event description:
Healthcare professional reports that "everything was resolved satisfactorily and without sequel."

Manufacturer narrative:
Additional data: b.5, c., g.1

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm¿ voluma¿ with lidocaine in ck1, ck2, ck3 (malar) and 1 ml juvéderm¿ volift¿ with lidocaine in ck3 (malar), nasolabial folds, lp1 and lp2 (lips). About 2 weeks later, 0.5 ml of juvéderm¿ volift¿ with lidocaine was applied. Headache experienced 2 days later. Three weeks later, patient began to swell in the face and experienced strong headache, pain, hypotension and product accumulation/nodule formation in lower eyelid and injection sites. Patient¿s blood pressure is at 90/50 and physician is worried. Remote evaluation by videoconference took place as patient lives abroad. Patient took prednisone 5mg, oral per 4 days and the swelling and headache decreased, however the ¿balls¿ have remained. Treatment discontinued for 3 days and restarted about one month after second injection. Symptoms are ongoing at this time, and are getting worse.this is the same event and the same patient reported under MDR ID# 3005113652-2019-00588 (allergan complaint #1943969) and MDR ID# 3005113652-2019-00589 (allergan complaint #1943970). This MDR is being submitted for the second injection of juvéderm¿ volift¿ with lidocaine.